Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported.    The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure in the bile duct. The exact event date was not reported. According to the complaint, during the procedure, when the physician attempted to deploy the stent in the target site with a severe hepatic stenosis, it was noticed that the guide catheter stretched and broke inside the patient. The broken guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event.